Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable disconnect alarms and a dim pump running symbol was confirmed via log file analysis and evaluation, respectively. Event log files were submitted and downloaded for evaluation and data from (B)(6) 2024 was reviewed. On (B)(6) 2024 at 19:39:46, (B)(6) 2024 at 20:13:13, and (B)(6) 2024 from 7:11:15 ¿ 10:14:18, while connected to batteries, intermittent power cable disconnect alarms activated due to relative state of charge (rsoc) invalid faults associated with the either power cable being outside the expected voltage range. The alarms quickly resolved each time. Pump operation was not affected. The returned heartmate 3 system controller (serial number (B)(6)) was functionally tested and found to operate as intended during analysis. A self-test was performed on the controller and passed; however, dim pump running light emitting diodes (leds) were observed. The controller was able to support pump function for an extended period of time. No power cable disconnect alarms were reproduced during testing. Of note, no issues were observed with the alarm history screen. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the power cable disconnect alarms was unable to be conclusively determined through this analysis. A corrective and preventative action (CAPA) was implemented to address the issue of dim pump running leds. The returned system controller was manufactured prior to the implementation of the CAPA, which replaced the type of led on the user interface printed circuit board. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use (rev. C) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including power cable disconnect alarms. Heartmate 3 instructions for use (rev. C) section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook (rev. D) section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient went into the clinic and had their system controller exchanged. The patient was having power cable disconnect alarms from their white power lead. They had recently received new battery clips and the batteries appeared to be in good condition. The clinic was not able to manipulate the power lead in a way to pinpoint the location of cable that was causing the alarms. The alarms would occur sporadically. The clinic also tried accessing the alarm history on the system controller but the screen was blank. The system controller ended up being exchanged due to a dim pump running symbol. The event log files captured numerous random power cable disconnect events that were not associated with power source changes. These occurred on both the white and black power leads. The system controller was returned.